Event description:
Affiliate reports that even at 200 mm over drainage was apparent. The valve was replaced with another valve. It was set at 170 and over drainage was observed. The valve was found to be at 200 mm. It was mentioned that a childs musical toy was placed near the patient and there is suspicion that might have caused the change in the pressure setting. The toy will be sent in with the valve for evaluation.